Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Following pump implant the patient never had pain relief. On (B)(6) 2011, a rotor study showed no anomaly. But the catheter could not be aspirated nor flushed through side port of the pump. X-ray showed dislocated catheter in pump pocket. On (B)(6) 2011 catheter was replaced. On (B)(6) 2011, refill showed effective volume in pump 40ml whereas the nvision showed 21ml. On (B)(6) 2011, refill showed 39.5 ml effective volume, nvision showed 28.2ml. The x-ray of the second catheter showed a normal location of the catheter, however, it wasn't possible to aspirate from nor flush the catheter. On (B)(6) 2011, the pump pocket was opened and at first sight nothing abnormal was visible. The catheter was disconnected from the pump and normal cerebrospinal fluid (csf) flow was observed and 3cc of csf was aspirated from the catheter which showed that the tip is in the intrathecal space. Contrast fluid flushed in the catheter confirmed this tip location. The pump sideport could be flushed as well. The sutureless pump connector of the catheter was replaced using revision kit 8578 with serial number (B)(4). However, when connected to the pump once again flushing or aspirating weren't possible with the catheter. The physician was convinced that there was a problem with the pump connector when connected to the catheter. So the physician replaced the pump with a new pump. Since he was so convinced that the old pump was the problem, the physician did not want to try aspirating from the side port of the new pump. A follow-up report will be sent if additional information becomes available.